Manufacturer narrative:
Additional information: b1, b2, b5, d7, h1, h6.

Event description:
New information received noted that the lead was explanted and replaced on 6 jan 2021. Patient was stable after the procedure.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that one day post implant device check revealed, the right atrial (ra) lead sensing had dropped and it was unable to capture. A chest x-ray was performed were it was suspected that the ra lead had a micro dislodgement. No intervention was performed, the physician elected to continue monitoring the lead. The patient was discharged in stable condition.